Event description:
The customer reported a ventilator gave a 1007 error code indicating a machine and proximal pressure sensors failure after replacing the gas delivery system (gds). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported that the issue was intermittent. There were no ventilator inoperable conditions before the replacement of the gds. The customer is currently waiting for the flow sensor part. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.